Event description:
Graft was implanted in 1997, as an aorto-bifemoral bypass. Less than one year after surgery, pt began having pain while walking. Pt condition was diagnosed as blocked blood flow due to crimping of the implanted graft. Was treated with stents and angioplasty, which they say worked for a short while, but the pain always came back. Note: exact incident date is not attainable and has been approximated, based upon info from the pt.